Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required, updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrrected field: b5, e1 address 1, and e1 city. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a blurred image. The issue was found during inspection for use. There were no reports of patient harm/involvement.